Event description:
About 2 years ago, I bought a "drive" bedrail (model 15064) at (B)(6) in (B)(6) to assist my elderly mother, (B)(6), in getting in and out of bed. The bedrail is shaped like an "l" with the bottom part of the "l" sliding under the mattress. It is secured to the mattress by a one inch wide strap that goes around the mattress. On (B)(6) of this year, my mother was reaching for the telephone on the bedside table and started to fall out of bed. Instead of keeping her from falling out of the bed, the strap slipped, causing her to fall between the bed and the bedrail. Her neck got caught on the bedrail, strangling her, and she suffocated to death. After her death, I contacted (B)(6), and they immediately removed that model from their shelves, but a bedrail with that kind of strap should not be sold anywhere.